Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n086987001, implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a drug manufacturer regarding a patient receiving intrathecal gablofen ¿500 mcg/day¿ at 115 mg/day. The date which the patient started used of gablofen was unknown. It was noted that the patient had spastic paraplegia. It was reported that the patient had frequent lower extremity spasms. The patient felt the pump never helped/worked since implant, and the patient never felt therapy. The patient¿s pre-existing inability to walk since (B)(6) 1993 remained unchanged. The patient¿s incision was well-healed, but the skin was slightly thin along its lateral aspect in the left lower quadrant. The end of life for the pump was 2015-mar-09, and the device was already alarming (as of (B)(6) 2015). Pump replacement was planned. The hcp planned to clamp the tube off early to avoid spinal headache. During pump replacement for end of life on (B)(6) 2016, it was noted that the catheter aspirated poorly but flushed well. The hcp did not see spontaneous flow of cerebrospinal fluid (csf) from the catheter, nor could they aspirate when the pump was connected to the catheter through its quick snap connector. There did appear to be a little bit of leakage around the quick snap connector, so that was replaced, and this once again flushed easily but did not aspirate well. The hcp presumed some fibrosis or collapse with attempts to aspirate on this catheter. There were no [additional] complications. It was noted that the pump was not anchored. The hcp inserted the pump back into the pocket and secured it. The patient¿s condition at the conclusion of the surgery/procedure was stable.

Manufacturer narrative:
Corrected information: (B)(4) no longer applicable.

Event description:
Additional information received reported that the pump was alarming due to battery end of life. The healthcare provider clarified that the ¿quick snap connector¿ was the pump connector connecting the catheters directly to the pump. In clarifying the lack of csf (cerebral spinal fluid), inability to aspirate around the quick snap connector the healthcare provider indicated that there was no device or therapy issue. The patient was asymptomatic. In retrospect was likely due to broken catheter. The fibrosis or collapse was not confirmed or ruled out, no device issue. There was also no device, patient or therapy issue, procedure issue per the healthcare provider when asked to clarify the pump not being anchored. Per the healthcare provider the patient was not having any symptoms of baclofen withdrawal. It was only after the broken catheter they discovered that the patient stated for years long before the current healthcare provider cared for the patient that the patient did not get benefit from the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.